Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and check settings. Her blood glucose level was 400 mg/dl before and after her old insulin pump was replaced. The customer stated she was going to the bathroom more frequently, had bad moods, was drinking a lot of water, and had a fast heartbeat. The customer stated her cannula was sometimes bent. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.